Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary uncovered stent was to be used in the bile duct during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to dilate a stenosis caused by a bile duct malignancy. During the procedure, there was difficulty noted in positioning the stent upon deployment. The stent was attempted to be retrieved; however, the handle became tight and unable to be manipulated. Eventually, the stent was able to be removed from the patient while still on the delivery system and fully reconstrained. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.